Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed. A review of the submitted log file spanned approximately 3 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The backup battery fault alarm activated on (B)(6) 2020 at 08:08:02 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold. The alarm lasted through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The heartmate 3 system controller (serial number (B)(6)) and the battery were not returned for analysis. The provided information indicated that exchanging the controller resolved the alarms and there have been no further issues. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had the backup battery replaced and the backup battery fault did not resolve. It was planned to replace controller with backup controller. Technical services reviewed the log file and observed backup battery faults, which were due to emergency backup battery (ebb) circuit faults and ebb load test failures. It was recommended to reseat the ebb ribbon cable and if the issue did not resolve to change out system controller. The battery fault alarms resolved with a system controller exchange.